Event description:
The physician observed a brownish discoloration to the optic of the implanted intraocular lens. It was removed and replaced 6 days after initial implant.

Manufacturer narrative:
Initial inspection of the iol by the manufacturer did show any discoloration to the optic. Iol was sent to an independent laboratory for additonal analysis, results pending. Lens met all manufacturing specifications prior to release.

Manufacturer narrative:
Initial inspection by an independent laboratory revealed no evidence of discoloration. The lens was then extracted, and the extract analyzed by gc-ms, there were no significant findings. After hydration the lens was again examined and showed a hazy optic. The root cause of this haze is undeterminable.